Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) unit's battery kept dying. No patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) performed a battery test, which failed after 93 minutes, confirming insufficient battery capacity. The fse replaced the batteries ((B)(4)). The unit passed all performance and safety tests in accordance to factory specifications, and was cleared for clinical use.